Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. During processing of this incident, attempts were made to obtain complete device information. Date of the event is estimated.

Event description:
It was reported that high impedance issue was observed on the lead. When attempting to program the device it was observed that the stimulation was unable to be increased and kept dropping to zero. Lead was explanted, and a new lead was implanted and connected to the existing implantable pulse generator. Patient has effective stimulation in targeted area. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned with a kink in the lead body where all the internal wires were broken and separated. This would have caused the system to auto reduce contributing to the patient¿s increased pain. As the high impedance was observed prior to explant, the broken wires are consistent with the lead being subjected to an overstress condition while in vivo.